Event description:
Information received indicates the casters are swiveling when in brake.

Manufacturer narrative:
(B)(4). The cause of the use error was due to the caregive touching the patient line. A labeling review was performed and found to be adequate. The issue was resolved over the phone using current label copy. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Event description:
A caregiver (cg) called to report he touched the patient line when trying to connect the home patient (hp) to the homechoice. The cg stated the hp never was connected and he needed to get the cassette out and start over. The baxter technical service representative (tsr) assisted the cg with ending therapy. The tsr instructed the cg to discard the supplies and start over with new supplies. Product surveillance spoke to the cg regarding this report. The cg stated therapy was restarted and the set-up was discarded. The cg has had no further issues. No patient injury or medical intervention was reported.